Event description:
During baxter's functional testing of a spectrum pump, the device falsely alarmed air-in-line. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation observed an air-in-line alarm when attempting to run the pump but could not reproduce it further. Further investigation found low sensor readings which lead to the false air-in-line alarms. The low readings were a result of a failed ultrasonic sensor. The ultrasonic sensor was replaced.